Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Later that day the patient was noted to have a large thrombus present in the left atrium. The patient was brought to surgery to have the closure device removed and the laa ligated. There were no other complications that were reported to have occurred.